Event description:
During a coronary drug eluting stenting treatment procedure, the stent was damaged. The 3.5x24mm taxus liberte drug eluting stent was withdrawn from an unk vessel when it was noticed that the stent struts were deformed at the proximal end. No pt complications were reported. This product is only ous approved, but it is similar to a marketed us device.